Manufacturer narrative:
Correction: a1 - corrected patient identifier number b4 - added today's date of the follow-up correction report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: phone.

Event description:
Reported false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the results were confirmed negative by other rapid antigen testing but did not provide the quantity or dates of the tests performed.